Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure was found with"after centrifuged, 10ea in 100ea occured rch." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin and rch with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin and rch with the incident lot was observed. Based on the investigation, a root cause could not be determined. Fibrin and rch is known to be inherent in the process and a naturally occurring phenomenon. Patients¿ clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the serum/plasma. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use a bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure was found with"after centrifuged, 10ea in 100ea occured rch." There was no report of exposure, injury or medical intervention needed.